Event description:
Health professional reported a baker grade iii for the capsular contracture event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional reason for removal: ¿benign lymph lumps in the armpit with preserved hilus bark differentiation¿.

Manufacturer narrative:
H11 of previous emdr is missing: additional, changed, and/or corrected data: a2 a4 b3 b5 d1 d2a/b d4 g2 g4 h4 h6 h11.

Event description:
Patient reported left-side "device needed to be removed due to a rupture and severe capsular contracture". Patient also reported via ultrasound "the implant has been standing higher for years", "implant with tight hold, streaks, everything bland", "benign lymph lumps in the armpit with preserved hilus bark differentiation". Health professional reported a baker grade iii for the capsular contracture event. Device was explanted.

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture / lymphadenopathy/ malposition/ capsular contracture was requested on dec 20, 2024. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Malposition: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left-side "device needed to be removed due to a rupture and severe capsular contracture". Patient also reported via ultrasound "the implant has been standing higher for years", "implant with tight hold, streaks, everything bland", "benign lymph lumps in the armpit with preserved hilus bark differentiation". Health professional reported a baker grade iii for the capsular contracture event. Device was explanted.

Event description:
Patient reported left-side "device needed to be removed due to a rupture and severe capsular contracture". Patient also reported via ultrasound "the implant has been standing higher for years", "implant with tight hold, streaks, everything bland", "benign lymph lumps in the armpit with preserved hilus bark differentiation". Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture